Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer received strong electric shock on her left hand when trying to load afp reagent on rsh of architect i1000sr processing module. The customer feels tingling and numb on her arm. The electrocardiogram (EKG or ECG) performed on the user on (B)(6) 2024. The user is doing ok, and her arm is ok and there is no numbness. No further impact to patient management. There was no patient involvement or facility damage reported.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the instrument onsite and checked the i1000sr electrical components and grounding but found no issue. The service representative documented the uninterruptible power supply (ups) was in bypass mode instead of line mode; voltages were measured and as expected. No architect parts were replaced or adjusted. The instrument service history review revealed no additional service tickets associated documenting shock associated with the architect i1000sr, serial # (B)(6) analyzer. A review of complaint and trending data for the architect i1000sr processing module did not identify any similar issues as described in this complaint. The architect system operations manual addresses electrical hazard awareness, operator responsibility, safety symbols and classification, power distribution, and system specifications. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect i1000sr processing module, serial number (B)(6).

Event description:
The customer received strong electric shock on her left hand when trying to load afp reagent on rsh of architect i1000sr processing module. The customer feels tingling and numb on her arm. The electrocardiogram (EKG or ECG) performed on the user on (B)(6) 2024. The user is doing ok, and her arm is ok and there is no numbness. No further impact to patient management. There was no patient involvement or facility damage reported.